Manufacturer narrative:
Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus (B)(4), omsc surmised it might be occurred due to the user's insufficient or inappropriate reprocessing. Olympus had stated the appropriate reprocessing in the instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found a foreign material around the forceps elevator of the subject device during the incoming inspection for the repair at the repair center of olympus (B)(4). There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.